Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the mobile view station (mvs) shut down after 2d images were taken by the imaging system. Two attempts were made to reboot the system, but it failed. The system was replugged into a different power outlet with resolution. There was no further issue with the device operation. The procedure was completed with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that unspecified hardware components of the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.